Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that two hours after the implantation of the xience v stent in the proximal left anterior descending artery, the patient expired due to respiratory failure. There were no complications during the stenting procedure. The death certificate is not available. Though requested, there was no additional information provided.